Event description:
The customer requested equipment service after noting a leak from underneath the machine. Gambro technical services (gts) diagnosed a leak from pressure relief valve #2 (prv2) due to the two body halves being loose. The halves were tightened to correct the condition. No pt involvement was reported.